Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was obtained for evaluation. Initial evaluation of the device confirmed the compliant. Shortly after the device was powered on, an ECG comm error was shown on the display screen, indicating a malfunction relating to the ECG parameter. Investigation to isolate the cause of the malfunction is underway, and findings will be reported in a supplemental MDR when the info becomes available.

Event description:
It was reported that the device showed an ECG comm error message on the display screen. The problem was discovered upon routine equipment checks. There was no pt involvement.